Event description:
The patient reportedly had no response with this cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the cii device was functioning. However, there was no response observed when the patient was stimulated. Suregery was scheduled for this patient.